Event description:
It was reported that stimulation was in the wrong location. For the prior 4-5 months, the coverage of the stimulation had changed with stimulation in the stomach and groin area. It used to be in the legs. Pt had been having problems with internal organs (gastrointestinal and respiratory) and was not sure whether device was causing this. Tests were done by physicians and they were thinking the device was causing these problems. The lead and generator were explanted on (B)(6) 2010. Company employee reported not certain symptoms reported were due to the device. Removed device to take it "out of equation" as possible cause. On (B)(6) 2010, pt reported he was doing fine. Pt recovered w/o sequelae. No contact from pt since that date.

Manufacturer narrative:
(B)(4).